Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number:5077888 ; model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that a recently implanted patient had swelling around the midline incision. The patient developed an infection, experiencing headache and tightness in the upper neck. The patient was on intravenous antibiotics. It was unknown what caused the infection and nothing happen during the recent procedure that can caused infection. The patient underwent an explant procedure and doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that a recently implanted patient had swelling around the midline incision. The patient developed an infection, experiencing headache and tightness in the upper neck. The patient was on intravenous antibiotics. It was unknown what caused the infection and nothing happen during the recent procedure that can caused infection. The patient underwent an explant procedure and doing well postoperatively.